Event description:
Loud mechanical squeaking and grinding sounds heard over 2 months on varian clinic 2100ex with portal image. Finally located the source of the noise: the counter-weight was coming loose, bolts not tightened and beginning to work out. Counter-weight actually found to be slipping.